Event description:
Angioplasty for the recurrent critical stenosis was complicated by a small vessel dissection at the distal tip of the basilar artery (ba). A stent was successfully placed between the distal ba and the proximal right posterior cerebral artery (pca) to treat the dissection. The next day the patient was discharged home in a stable condition. However, six days post procedure the patient presented with symptoms of dysarthria. Imaging revealed a new acute pontine stroke. The next day the patient condition improved and she was discharged home as she refused from further intervention. Approximately two weeks post procedure, a follow-up evaluation showed that the patient was in a stable condition but she still has generalized weakness.

Manufacturer narrative:
Conclusion: anticipated procedural complication. The device history record review confirms that the device met all material, assembly and performance specifications. The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Stroke and neurological deficits are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
Angioplasty for the recurrent critical stenosis was complicated by a small vessel dissection at the distal tip of the basilar artery (ba). A stent was successfully placed between the distal ba and the proximal right posterior cerebral artery (pca) to treat the dissection. The next day, the patient was discharged home in a stable condition. However, six days post procedure the patient presented with symptoms of dysarthria. Imaging revealed a new acute pontine stroke. The next day, the patient condition improved and she was discharged home as she refused from further intervention. Approximately two weeks post procedure a follow-up evaluation showed that the patient was in a stable condition but she still has generalized weakness.